Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in the right eye one day following a laser vision treatment. The patient indicated that the goggles had come off at night and his right eye was blurry. A corneal flap lift and stretch was performed to resolve the issue. The patient visual acuity was 20/30 in the right eye two days following the procedure.